Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the suture trimmer did not cut the suture and a scalpel was used to cut the suture. Hemostasis was achieved with the device. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided; therefore, a review of the device history record could not be performed.